Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The returned sample device was examined and infused with water showing that the tubing had signs of damages (tear/hole). There were external dent marks identified after the sample was inspected under magnification just below the y-connector. The area where the uneven surface appeared jagged and/or wrinkled. The tubing was cut to view the inside surface of the tubing. Once the tubing was opened, under magnification, there were lines and indentations in the inner walls of the tubing. Root cause could not be determined. All information reasonably known as of 14-apr-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
It was reported the nasogastric (ngt) was placed in theatre on (B)(6) 2024. The tube started leaking within hours after feeding commenced on 26-jul-2024. A pinhole identified on the tube just below the y-adapter. The feed was held as a result of the leaking tube and ngt removed on (B)(6) 2024. There was no reported injury.